Event description:
Patient called her doctor on (B)(6) 2023 and was complaining about abdominal pain and reflux. The doctor had her come in and did an x-ray which showed the balloon to be inflated. The balloon was removed the next day successfully and the patient is doing well.

Manufacturer narrative:
A review of the device labeling notes the following: the current orbera¿ intragastric balloon system directions for use (dfu) addresses the known and anticipated potential events of inflation and early removal. The orbera¿ intragastric balloon (igb)system filled to 400cc and 700cc with uninflated system in the foreground. "The physiological response of the patient to the presence of the orbera¿ system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response." "Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms." "Warnings" each patient must be monitored closely during the entire term of treatment in order to detect the development of possible adverse events. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, acute pancreatitis, igb inflation after placement (i.e. Spontaneous hyperinflation), ulceration, gastric and esophageal perforation, and other adverse events which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Patients need to be evaluated and the device removed at or within 6 months of placement. Spontaneous hyperinflation of an indwelling igb with gas has been reported in patients with an indwelling igb. Symptoms of significant igb over-inflation include intense abdominal pain, swelling of the upper abdomen (abdominal distension) with or without discomfort, difficulty breathing, gastroesophageal reflux, nausea and/or vomiting. Patients experiencing any of these symptoms should be counseled to seek immediate care and should be evaluated for hyperinflation, particularly when persistent abdominal pain, abdominal distension, and food intolerance occur beyond the initial accommodative period of the igb. Plain radiographic films will often demonstrate hyperinflation with a large air-fluid level within the igb and an increase in igb volume compared to the original volume. Hyperinflation of the igb often warrants its early removal to prevent serious complications such as gastric outlet obstruction and contact ulceration. Because hyperinflation increases the internal pressure of the igb (due to accumulated gas) and may increase the fragility of the igb wall, there is an increased risk of rupture followed by the sudden forceful release of gas and fluid contents when it is punctured or endoscopically manipulated. Therefore, it is suggested that the patient's airway is protected with endotracheal intubation prior to endoscopic removal in order to prevent pulmonary aspiration of the balloon contents. Additionally, in situations in which controlled balloon aspiration is done, it is recommended that mid-stream fluid aspirated from the balloon is sent for bacterial and fungal cultures. Patients with an igb that present with severe abdominal pain that have a negative endoscopy and x-ray may additionally require a CT scan to definitively rule out a perforation. The igb is composed of soft silicone elastomer and is easily damaged by instruments or sharp objects. The igb must be handled only with gloved hands and with the instruments recommended in this document. Gastroesophageal reflux. A feeling of heaviness in the abdomen. Acute pancreatitis. Spontaneous hyperinflation due to gas production within the igb. Abdominal or back pain, either steady or cyclic." Caution: fill the igb with sterile saline. An aseptic technique, similar to changing IV fluids (e.g. Use of clean or sterile gloves, sterile syringe, etc.), is recommended. Though the cause of hyperinflation is unknown, it may be caused by fungal or bacterial microbes contaminating the balloon. One recommended mitigation is to avoid contaminating the saline within the balloon with microorganisms that may lead to spontaneous hyperinflation. This type of complaint will continue to be monitored as appropriate. The occurrence of this reported complaint and product will be monitored as appropriate. The current orbera¿ intragastric balloon system directions for use (dfu) addresses the known and anticipated potential event of pain, reflux and early removal" as follows: the igb is composed of a soft silicone elastomer and is easily damaged by instruments or sharp objects. The igb must be handled only with gloved hands and with the instruments recommended in this document. Each physician and patient should evaluate the risks associated with endoscopy and intragastric balloons (see complications below) and the possible benefits of a temporary treatment for weight loss prior to use of the orbera¿ system. To prevent ulcers and control gastroesophageal reflux symptoms, it is recommended that the patient start a program of oral proton pump inhibitors (ppis) for approximately 3-5 days prior to igb placement so a maximal gastric acid suppression effect will be present on the day of placement. It is recommended that the ppi dose be given sublingually after igb placement if nausea and/or vomiting are present. A starting full dose daily regimen of an oral ppi should be continued as long as the igb is in place. Other medications that are started prophylactically should be continued after igb placement until they are no longer needed. Furthermore, subjects will be directed to avoid medications known to cause or exacerbate gastroduodenal mucosal damage. The risk of intestinal obstruction may be higher in patients who have had prior abdominal or gynecological surgery. The risk of intestinal obstruction may be higher in patients who have a dysmotility disorder or diabetes. The physiological response of the patient to the presence of the orbera¿ system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, acute pancreatitis, spontaneous inflation, ulceration, gastric and esophageal perforation, and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Possible complications of the use of the orbera¿ system include: death due to complications related to intestinal obstruction, gastric perforation, is possible. Pregnancy or breast-feeding contraindicates use of this device. Should pregnancy be confirmed at any time during the course of treatment, the device should be removed as soon as it is safely possible. Gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. Spontaneous over inflation of an indwelling balloon with symptoms including intense abdominal pain, swelling of the abdomen (abdominal distension) with or without discomfort, difficulty breathing, and/or vomiting. Patients experiencing any of these symptoms should be counseled to seek immediate care. Patients with an igb that present with severe abdominal pain that have a negative endoscopy and x-ray may additionally require a CT scan to definitively rule out a perforation. Note that continued nausea and vomiting could result from direct irritation of the lining of the stomach, as a result of the balloon blocking the outlet of the stomach, or hyperinflation of the balloon. Additional information: the device has not been returned for analysis. The investigator determined that a device history record (DHR) review is not possible for this complaint, as the device serial and lot number are currently unknown.

Manufacturer narrative:
Supplement #01 medwatch submitted to the FDA on 03/may/2023. Additional information: the device has not been returned for analysis. The investigator determined that a device history record (DHR) review is not possible for this complaint, as the device serial and lot number are currently unknown. Device evaluation summary: assessment of the device involved in this complaint was not possible, and it has not been possible to determine the root cause for this event.